Event description:
Customer reported unexpected negative reactions with anti-fyb, lot fyb70h-1, when testing with cell #13, heterozygous fyb cell, of panocell-16, lot #51402.

Manufacturer narrative:
Hemagglutination tube testing performed with retention anti-fyb, lots fyb69h-1, and fyb70h-1, using fy(a+b+) and fy(b-) reagent red cells, including cell #13 from retention panocell-16, lot 51402. No unexpected negative reactivity was observed. Panocell-16, lot 51402, expired before returned product was received. The customer did not return samples for investigation testing. Hemagglutination tube testing performed with returned (opened) anti-fyb, lot fyb70h-1, using fy(a+b+) and fy(b-) reagent red cells from retention panocell-20, lot 04478. No unexpected negative reactivity was observed. All fy(b+) cells exhibited 1+s to 2+s reactivity and all fy(b-) cells were nonreactive with returned anti-fyb.